Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer received multiple no delivery alarms and a motor error alarm. Customer's blood glucose level was 412 mg/dl. The insulin pump was not delivering insulin. The insulin pump also alarmed motor error. She treated her blood glucose level with a manual injection. The customer was able to rewind the insulin pump. The motor error alarm did not recur. The device was not returned.